Event description:
A health care provider (hcp) reported via a manufacturer representative that a power on reset (por) error message was displayed on (B)(6) 2017. The patient was admitted to the hospital and the error message was cleared without any problems. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.